Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. After consulting with technical support and being guided through a pump reset, the caller successfully started their sensor session without further incidents.